Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an aortic endoprosthesis procedure. Reportedly, during plunger deployment, the needles of the device failed to penetrate the arterial wall. The same issue occurred with four prostyle devices. The sheath was upsized to a 10f sheath, and the aortic endoprosthesis procedure was completed. A non-abbott stent graft was placed in the artery to seal the puncture access. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.